Event description:
Additional information received from the patient reports a loss of therapy. The patient feels stimulation. She was feeling it between the vaginal and rectum area. Caller would like to feel it more towards the vagina. She was on program 2 at 1.25. She was at the doctor office 2 weeks ago and they changed the stimulation from program 2 at .80 to 1.25. Hcp (healthcare provider) wanted her to try program 2 for a few weeks. Symptoms reported were accidents. Event date was (B)(6) 2015. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0szef, implanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0szef, miplanted: (B)(6) 2015, product type: lead. Product ID: 303, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient's first three weeks with the device were great, but her leakage had returned. No falls or accidents were noted. A manufacturer representative told the patient that the return of symptoms could be from the lead wire scarring into place. The patient had been on 2.0 volts and felt no stimulation. She increased to 3.5 volts and stimulation was comfortable. The patient planned to keep notes on the effect it had on her system and communicate with her physician. The patient later reported receiving assistance from her manufacturer representative. She was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had an appointment scheduled for (B)(6) 2015. It was later reported that overall the patient was experiencing 95 percent improvement in symptom control, however she noticed that she would experience intermittent episodes of return of symptoms. She would be fine for three to four days, would notice a return for a day or two, and then her symptoms were fine again. Two weeks later, the patient reported a loss of therapeutic effect since implant, but it had gotten worse in the past four to five days. Her leakage had gotten worse and happened more often. The past three days had really been bad. She had concerns because she was still having problems all the time. The patient's device was off and she needed to turn it back on. The information was reviewed with her and it resolved the issue. Additional information from the consumer reported she had the device redone by a different health care professional (hcp) and she was getting therapy relief but had a lot of pain and accidents. There was a revision/ reposition and a 4th wire was added on 2015-sep-02. The wires were also re-arranged because they were not done right. She adjusted her settings but she was not sure what the different programs (1, 2, 3, and 4) meant. She had an appointment with the hcp at about (B)(6) 2015. There was syncing with the implant, the therapy was on and patient was on program 2 at 0.50v. It was noted that the current setting was fine and helping with the patient's symptoms.